Manufacturer narrative:
Report is for eight (8) unknown click'x locking caps. Additional product codes - mni, mnh, kwp, kwq. Device implanted in 2001; exact date unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with click'x system from l3 to s1 on unknown date in 2001. The patient developed adjacent level stenosis above the construct. Patient was returned to surgery on (B)(6) 2016 where surgeon removed two (2) rods, eight (8) locking caps, and the two (2) screws at l3. Construct was then extended from t10 to s1 utilizing non-synthes hardware. Surgery was completed successfully with no delays and no harm to patient. This report is for eight (8) unknown click'x locking caps. This is report 2 of 3 for (B)(4).